Event description:
It was reported that the device was leaking water from inside. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Reported problem was able to be duplicated during visually inspected device test. The root cause of the reported issue was found to be design. Actions were taken to mitigate the reported issue: replace main print circuit board and return tube.